Manufacturer narrative:
The event date was not reported so the aware date was used as an estimate.

Event description:
It was reported via social media that the patient developed pericarditis. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient developed pericarditis and needed to have a pericardial window to treat this.

Manufacturer narrative:
The event date was not reported so the aware date was used as an estimate. Implanting physician: (B)(6)

Event description:
It was reported via social media that the patient developed pericarditis. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient developed pericarditis and needed to have a pericardial window to treat this.